Event description:
It was reported that the user experienced multiple episodes of low blood glucose while using the ilet and expressed concern about receiving an incorrect amount of insulin for meals, and the user requested guidance on performing a factory reset. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.